Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Three electronic photographs were provided and reviewed. The first photograph is of low quality resolution; however, it depicts a needle in which the cannula hub appears to be broken. The remaining two photographs are also of low quality resolution and do not show any discernible details. Based on the photographic review, the reported event can be confirmed. Therefore, the investigation is confirmed for the reported break as the cannula hub of a needle was noted to be broken. A definitive root cause for the hub break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure by using the magnum. It was reported that prior the procedure, the device needle allegedly breaks. There was no patient contact.

Event description:
A patient underwent a biopsy procedure by using the magnum. It was reported that prior the procedure, the device needle allegedly break. No patient involvement was reported.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.